Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure on an unknown date. During the procedure, the device stopped spinning. A second device was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 09/24/2009. Blade seized/stopped. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.